Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Work order search: no similar claim type was reported for units within the same lot. (B)(4).

Event description:
The reporter stated that a cc4204a, +20.0 diopter, implantable collamer lens haptic was broken during loading. There was no patient contact. The reporter did not know if the broken haptic was caused by user error.